Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal stent graft to treat an abdominal aortic aneurysm aaa. Approximately four 4 years post initial implant, an endoleak of indeterminate origin was identified in a computed tomography CT scan. It was reported that the patient is doing fine and is asymptomatic. No intervention has been scheduled.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the indeterminate endoleak is identified as a type 3b endoleak. This is moderately consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the medical records available for review. The final patient status was reported doing fine post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply corrections: b2: outcomes attributed to adverse events has been updated b5: describe event or problem has been updated g1/g2: contact office - name has been updated g4: date received by manufacturer has been updated h6: device code: remove code 3190 h6: result code: remove code 3233 h6: conclusion code: remove code 11

Event description:
The patient was initially implanted with an afx bifurcated stent graft and a vela suprarenal stent graft to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial implant, an endoleak of indeterminate origin was identified in a computed tomography (CT) scan. It was reported that the patient is doing fine and is asymptomatic. No intervention has been scheduled. Additional information: the indeterminate endoleak is identified as a type 3b endoleak of the bifurcated stent graft. The physician elected to reline the original implant devices with another bifurcated stent graft and an infrarenal aortic extension to resolve this event. The patient was reported as doing fine post secondary procedure.